Event description:
The manufacturer received a report that assistance was needed for a trilogy evo ventilator. There were no reports or allegations of patient harm or injury. The trilogy evo device was evaluated by a philips service engineer. As part of the investigation, device log files were successfully downloaded and reviewed. The analysis identified a ¿vent service required¿ error, indicating that the device software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor. To address the issue, the service engineer replaced the flow sensor. The customer¿s device configuration was maintained. All required inspections and verification activities were performed to confirm restoration of the device to its pre-event condition. To ensure continued proper operation, the use of philips-approved accessories and consumables was recommended.